Event description:
In 2009, the pt reported her insulin infusion device is not working and there is insulin in the cartridge chamber. She stated six days prior, she woke up with an elevated blood glucose reading of 342 mg/dl with her normal range being 200 mg/dl. She said she felt the "symptoms of high blood glucose" and when she went to her doctor a few hours later, her blood glucose was at 979 mg/dl. She passed out at the doctor's office and was taken to the hospital where she was disconnected from her infusion device and placed on injection therapy. She regained consciousness five days prior to original date, and her blood glucose stabilized three days later. She was released from the hospital this morning and is still on injection therapy. Her blood glucose readings are back to normal. She said her device is in the run mode even though she is not wearing it and she noticed insulin leaking from the cartridge after she got home from the hospital. She stated there is a "lot of insulin" in the cartridge chamber. She does not reuse cartridges and the plunger has not fallen out of the cartridge. She changed the cartridge the day before the incident. She does not adjust the piston rod from 315 units, but does not attach the adapter and tubing to the cartridge prior to inserting the cartridge. To troubleshoot, the pt was instructed to remove the cartridge. She stated there is about 10 units of insulin remaining in the cartridge chamber. She was then instructed to clean the cartridge off and lay it on a tissue to check for leaks. She stated that the cartridge was not leaking. Product was replaced and requested to be returned for eval.